Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently the device was explanted on (B)(6) 2016.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6), not (B)(6) as previously reported. This report is submitted february 20, 2017.